Event description:
New information reported stated that the lead was explanted and replaced on (B)(6) 2015. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient recently performed a hip-replacement procedure. Following the procedure, the patient experienced shortness of breath. The left ventricular lead exhibited loss of capture and a lead dislodgment was suspected. The device was reprogrammed and the patient was in good condition.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated that prior to a cardioversion procedure on (B)(6) 2015, a fluoroscopy revealed the left ventricular lead dislodged. The lead also exhibited loss of capture and the patient felt fatigued. No intervention was reported and the patient would be monitored.